Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with chipped out lower left corner of top case and plunger case seal popped out. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, force sensor test error was found at power up and force sensor reading is out of specifications. It was noted that the cause of the reported problem was normal wear. Service performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear, no fault was found.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited ringing occlusion when no occlusion was present and had force sensor issue. No adverse effects were reported.